Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the sutures broke or the needle detached from the suture ? When did the event occurred intra-op or pre-op? Can you identify the product code and lot number of the product that was used? Could you please confirm the quantity of devices that presented this issue (material breaks) during this single procedure being reported? Event date? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date in 2021 and suture was used. It was reported that there were some faulty material that breaks and isn't strong enough to hold up. It just keeps snapping. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/12/2021. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿ event date? (B)(6) 2021¿ but alert/received date is (B)(6) 2021. Please clarify the event/procedure date? Additional information was requested, and the following was obtained: could you please confirm if the sutures broke or the needle detached from the suture? Suture broke when did the event occurred intra-op or pre-op? Intra op. Can you identify the product code and lot number of the product that was used? - qkmels-lot, product w9957t. Could you please confirm the quantity of devices that presented this issue (material breaks) during this single procedure being reported? Six. Event date? (B)(6) 2021. Have requested sutures to be sent for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2021-05425, 2210968-2021-06244, 2210968-2021-06245, 2210968-2021-06246, 2210968-2021-06247 and 2210968-2021-06248. Corrected b5 narrative: it was reported by vet that an animal underwent an unknown animal procedure on (B)(6) 2021 and suture was used. It was reported that the suture broke intra-op and was not strong enough to hold up. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/13/2021. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: two packets of product code w9977 were returned to for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the two packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Date sent to the FDA: 08/13/2021. Corrected b5 narrative: it was reported by vet that an animal underwent an unknown animal procedure on (B)(6) 2021 and suture was used. It was reported that the suture broke intra-op and was not strong enough to hold up. There were no patient consequences reported. Additional information has been requested.